Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Adhesive on bending section cover had a chip. In addition, due to damage on charge coupled device unit in endoscope connector, color tone of the image was not proper. (Image was magenta or green only) bending section cover had a scratch. Video connector had a crack. Switch button 1 had discoloration. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual provides the following warnings: ¿1. Before inspection, wipe the objective lens using gauze moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli (white light imaging) and nbi (narrow band imaging) endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.

Event description:
An olympus employee reported, a loaner asset (endoeye flex deflectable videoscope) bending section cover adhesive part was missing. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a color abnormality. This medwatch is being submitted to capture the reportable malfunction found during evaluation.